Manufacturer narrative:
The review of the (manufacturing, sterilization, packaging, boxing) paperwork verified that this lot met all pre-release specifications. Implanted items: (B)(4).

Event description:
On (B)(6) 2015 the patient was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. On the post procedure angiography a presence of a type I endoleak proximal was observed. The physician did an additional ballooning at the proximal end of the endoprosthesis and an angiography was performed again. The angiography showed a small dissection below the left renal artery. The physician decided to place a gore® excluder® aaa endoprosthesis extender over the dissection, below the renal arteries. A final angiography showed that the type I endoleak proximal and the dissection appeared resolved. No adverse event occurred to the patient. The patient was doing well following the procedure.